Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they'd never gotten any manuals when they got their most recent implant. The patient stated there were no manuals in their box. The patient did state that they brought the box home already opened because, according to the medtronic representative (rep), they were "doing things with the contents inside" before it was given to the patient to take home. The patient confirmed they never saw any manuals. The patient stated they were trained under anesthesia both times they were implanted, so they never remembered anything. Patient stated that since they were implanted with their current system, because they had "really bad inflammatory arthritis" in their hands, it made it difficult for the patient to use their communicator () on their own, and their spouse had to help them, and they and their spouse both felt like they never got the hang of using the external equipment. The patient stated they were able to hold the communicator in place over their ins site, but the spouse had to help with everything else. Patient services sent the patient an interstim x quick guide and the patient therapy manual at the patient's request. The patient reported they had an unusual experience at 2:00 am on june 22, 2024. They woke up with what felt like an electric shock, hitting right at the bottom of their buttock, and it felt like a "cattle prod" in their vaginal and rectal areas. The patient stated it shot them out of bed, and they had to wake up their spouse and have the spouse turn the therapy off. The patient stated that at the time they were on program 3 at 1.4 ma, and when they turned the therapy off, the shocking sensation went away. The patient stated that they had their spouse turn the therapy back on again after a bit, and the patient went to program 4 at 0.3 ma. The patient stated that at 0.3 ma, the therapy was helping "perfectly" with their symptoms and that it was like a miracle. The patient stated they were keeping their fingers crossed; the shocking didn't happen again, and they thought it was odd, so they wanted to report it; otherwise, they were experiencing great symptom relief. Patient stated they'd struggled in the past to find the right setting (patient services did not ask any further questions about this comment as they were focused on the reason for the call). Patient mentioned that sometimes they would get "lazy" and they wouldn't act when they felt the "yeah, you gotta go" signal, and that's when they would have a quarter-size accident in their pants and they would have to change their pants, but that was because they had been "lazy." The patient denied having had any falls or traumas that would have led to the issue. Patient services reviewed compatibility considerations with the patient and redirected the patient to follow up with their health care provider (hcp) if they had any concerns that arose in regards to the shock. The patient stated that it wasn't quite a shock but that perhaps it was just that the stimulation was too high and they turned a certain way in their sleep, but stated that it hadn't happened since. The patient also reported that their managing health care provider (hcp) had a difficult time removing their leads on (B)(6) 2022 when they were replacing the prior system with their current system. The patient stated medtronic representative.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. When asked about the cause of the difficulties removing the old lead they stated that no lead removal was done. They had turned off their device and turned it back on to a different program. They set it to program 4 at 0.3 and it was working great since then.